Event description:
During an atrial fibrillation procedure, there was a pericardial effusion that required a pericardiocentesis. After doing the transeptal puncture and collecting geometry, it was decided to do a roof line. During the roof line it was noticed that there was a tiny bulge and ablation could not be done correctly on this area because the temperature was too high. After finishing the roof line, the blood pressure of the patient went from ~11 to 8. An echo was then done which diagnosed the effusion. The perforation was on the left atrium on the anterior wall near the right superior pulmonary vein. The catheters were then removed and 300ml of blood was drained stabilizing the patient. The procedure was then stopped at this point.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.